Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical devices: catalog#: 00630505036 liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells lot#: 61575846; catalog#: 65620005422 shell porous with cluster holes 54 mm o.d. With calcicoat ceramic coating lot#: 61403333; catalog#: 0100121030 alloclassicâ®, sl stem, offset, uncemented, 3, taper 12/14 lot#: 2472456. Foreign: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2020-00507.

Event description:
It was reported that the patient underwent a revision procedure approximately 8 years post implantation due to dislocation/subluxation. Attempts have been made and additional information on the reported event is unavailable at this time.